Manufacturer narrative:
The device evaluation is on-going. Should additional information be provided, a supplemental report will be submitted.

Event description:
When evaluating a returned olympus evis exera iii gastrointestinal videoscope, foreign material was discovered in the air/water tubing, the cylinder, and in the j-tube. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacture which was not late. The correct date was 21jun2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was but was confirmed the user uses simethicone via the biopsy channel. There was no damage to the area where the foreign material was detected, and there were no deviations identified with the reprocessing performed. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.